Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown as well as anxiety. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken on plug strap, an opening on anterior, white calcification on fill channel and shell, and crease fold. Leak test and microscopic analysis was performed which identified, a striated opening on anterior, striated broken on plug strap, and the valve leak by particles and these cannot be removed. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage. Striated broken on plug strap assessed, as surgical damage.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii/IV.